Manufacturer narrative:
A sample was received for evaluation. The sample was visually evaluated, and event was confirmed that the black indicator needle on the gauge reads -7.5 cmh20. Per our manufacturing procedures the operator is supposed to 100% visually inspect the gauge reads zero with 100%-inspect confirmation of functionality. The instructions for use for the product state the user is allowed to take the faceplate off and move the gauge to "0" (zero) with a screwdriver. The returned product was tested for functionality and accuracy using a pressure and vacuum test. The faceplate was removed, the gauge moved to 0, and then tested. The product met specifications; therefore, this defect cannot be confirmed. The root cause is assembly error. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the gauge does not read correctly and is not set for zero (0). Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event, d4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.